Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C30382-not valid , c03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhea, menorrhagia, multigravida, nulliparous, ectopic pregnancy, abruptio placentae (22 weeks) and miscarriage (three). Previously administered products included for an unreported indication: ketorolac and mirena. Past adverse reactions to the above products included hypersensitivity with ketorolac. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dermatitis allergic ("allergy : rash/skin condition"), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems-uti"), cystitis ("bladder infection"), fatigue ("fatigue"), migraine ("migraine/migraines / headaches"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: rashes") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the dermatitis allergic, bladder disorder, urinary tract infection, cystitis, fatigue, migraine, headache, nausea, weight increased, rash and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for allergy : rash/skin condition, bladder problems, urinary problems, bladder infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C30382-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhea, menorrhagia, multigravida, nulliparous, ectopic pregnancy, abruptio placentae (22 weeks) and miscarriage (three). Previously administered products included for an unreported indication: ketorolac and mirena. Past adverse reactions to the above products included hypersensitivity with ketorolac. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, fatigue, migraine, headache, nausea and weight increased outcome was unknown and the dyspareunia, female sexual dysfunction, dysmenorrhoea and menorrhagia had resolved. The reporter considered bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for allergy : rash/skin condition,bladder problems, urinary problems, bladder infection. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event dyspareunia, apareunia, dysmenorrhea, menorrhagia, rash/skin condition, bladder problems, urinary problems, bladder infection, fatigue, migraine, headaches, nausea, weight gain, essure confirmation test(s) conducted, specify: no was added. Reporter information, patient demographics was added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C30382-not valid , c03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhea, menorrhagia, multigravida, nulliparous, ectopic pregnancy, abruptio placentae (22 weeks) and miscarriage (three). Previously administered products included for an unreported indication: ketorolac and mirena. Past adverse reactions to the above products included hypersensitivity with ketorolac. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dermatitis allergic ("allergy : rash/skin condition"), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems-uti"), cystitis ("bladder infection"), fatigue ("fatigue"), migraine ("migraine/migraines / headaches"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: rashes") and abdominal pain lower ("lower abddominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the dermatitis allergic, bladder disorder, urinary tract infection, cystitis, fatigue, migraine, headache, nausea, weight increased, rash and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for allergy : rash/skin condition,bladder problems, urinary problems, bladder infection. Most recent follow-up information incorporated above includes: on 19-may-2020: pfs received- new events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: utis, rashes or skin conditions type: rashes were added. Lot number was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C30382-not valid) inserted for female sterilization. The patient's medical history included dysmenorrhea, menorrhagia, multigravida, nulliparous, ectopic pregnancy, abruptio placentae (22 weeks) and miscarriage (three). Previously administered products included for an unreported indication: ketorolac and mirena. Past adverse reactions to the above products included hypersensitivity with ketorolac. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is invalid) product technical complaint incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C30382) inserted for female sterilization. The patient's medical history included dysmenorrhea, menorrhagia, multigravida, nulliparous, ectopic pregnancy, abruptio placentae (22 weeks) and miscarriage (three). Previously administered products included for an unreported indication: ketorolac and mirena. Past adverse reactions to the above products included hypersensitivity with ketorolac. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 21-dec-2018: reporter information was added. Her historical/concurrent condition were added. Her drug allergy was added. Essure lot number was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.